Event description:
The customer contacted stryker to report that their device does not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The report of no ac or dc power was not confirmed as the stryker technician was able to power on the device with a known good dc battery. The technician replaced the eos and pcba from the power module to repair the device. The device passed performance inspection procedure and was returned to the customer for use. The pac technician evaluated the faulty pcba and confirmed a shorted transistor on the eos was causing the issue of no ac operation and no dc battery charge. The root cause for no ac operation is an inoperative eos. No root cause was determined for no dc operation.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device does not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.